Event description:
Pt reported return of pain three months postoperative on a two level x - stop ipd. Subsequent x-ray confirmed spinous process fracture at l4. Pt underwent revision to remove implants in 2006.

Manufacturer narrative:
Method: device not returned. Results and conclusion: no conclusion can be drawn at this time. Add'l lot number is 051104.